Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed for a power error. The issue was not resolved with a battery change. The blood glucose reading was 8 mmol/l. The insulin pump will be replaced and returned for analysis.

Manufacturer narrative:
The pump passed the functional testing, including the self test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. A water filled reservoir was filled to 3.0 ml and installed in the reservoir compartment. The pump recognized the water filled reservoir. No unexpected empty reservoir alarm was noted during testing. The detailed trace analysis confirmed the power error alarm 25 was triggered when the backup battery loaded voltage was less than 3.5 volts for four consecutive hours. After disconnecting and reconnecting the internal battery connector, the pump was monitored and functioned properly. The pump had minor scratches on the display window, a scratched case, broken belt clip rails and a pillowing keypad overlay.